Event description:
Received shipment of carroll spirit plus beds from manufacturer. Original order was for six beds - one was not shipped because defects were noted. Out of the five beds we received, three did not work out of the box. There was a problem with electrical connections on the three beds that the vendor's technician did come in and repair. (No service order left.) Also noted; there does not appear to be any safety mechanism to prevent the bed from crushing objects/people. A videotape demonstrating the bed crushing a wastebasket was made. Evaluating co has been contacted and they have requested a copy of the videotape. The beds were returned to carroll and we are exploring other options with other manufacturers.